Manufacturer narrative:
A ge svc rep performed an on site investigation. The sys interface board was evaluated and replaced. The sys was tested and found to be working an intended and put back into svc.

Event description:
The customer reported that the sys would not boot up. There is no report of death or serious injury.